Event description:
It was reported to boston scientific corporation that a wallstent rx biliary endoprosthesis was used during an endoscopic retrograde cholangiopancreatography (ercp) with metal stenting procedure in 2009. According to the complainant, the initial cannulation procedure was very challenging since the tumor involved the papilla and extended 3 cm into the common bile duct. The stent was then placed successfully crossing the papilla. The patient was placed on antibiotics and released. About two weeks later, the patient returned to the hospital with jaundice and elevated bilirubin levels at +410 and crp +189. The patient was hospitalized for observation and a second ercp was attempted three days later. However, access could not be gained through the previously implanted wallstent. The physician indicated the stent had migrated distally and was obstructed proximally. It was questionable as to whether the obstruction was related to a tumor mass and/or a stent kink. The stent was explanted and a percutaneous transhepatic cholangiogram (ptc) was scheduled for the following day. The ptc was successful and a plastic stent was implanted crossing the stricture and exiting the papilla. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as stable and was discharged the following month, requiring no further treatment.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.